Event description:
Customer reported monitors stay black after power up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the single board computer. System operates as intended.